Event description:
Voluntary medwatch (mw5104415) was submitted by the customer which noted that the vns device developed high impedance which caused an increase in seizures for the patient. It was noted that the vns was replaced. The patient could not be identified with the available information. No further relevant information has been received to date.